Event description:
It was reported that during a hand assisted sigmoid procedure, the device would not stay activated. The case was completed with another device. There were no consequences to the patient.